Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.

Event description:
It was reported that the distractor did not fit well into the blue end plate and now the patient has come back with the distractor fallen out of her mouth. Surgeon removed the blocking screw. No further information was provided. This is report 2 of 2 for complaint (B)(4).